Manufacturer narrative:
Analysis of programming history.

Event description:
During a review of the pt's programming history, a faulted systems diagnostic test was observed on (B)(6) 2010 which resulted in a change to the pt's settings. A final interrogation was performed, however, the pt's settings were not corrected. The pt was then seen on (B)(6) 2011, where the pt was initially interrogated and found to be at faulted settings. The pt's settings were not corrected during that visit.